Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred on 03-03-2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is bent but not broken. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.